Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Receiver functional testing could not be performed due to the perpetual rebooting of the receiver. The receiver case was opened for interior inspection and passed as no evidence of overheating was found. The reported event of the overheating of the receiver was not confirmed. A probable cause could not be determined.